Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer dropped the pump into the toilet and an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was in 130-140 mg/dl in range.